Manufacturer narrative:
The following information was received on 5/22/2019: the patient suffered several unexplained systemic symptoms, including autoimmune response, greatly increased anti-ds dna antibodies, joint pain, hair loss, rash, swollen glands, mouth sores, night sweats, and breast pain. The date of event was identified as (B)(6) 2014. The devices were identified as a saline mentor smooth round moderate plus profile 275cc, catalog number 3502275, lot number 6790736 (r) and a saline mentor smooth round moderate plus profile 225cc, catalog number 3502225, lot number 6791016 (l). The following information was received on 6/3/2019: patient date of birth was identified as (B)(6). Patient age at the time of event was identified as (B)(6). The device serial numbers were identified as (B)(4). Patient race was identified as caucasian. The procedure type was identified as a breast augmentation primary procedure. Additional symptoms were reported including fatigue and brain fog. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report shall be for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor saline breast implants and experienced a problem with the implants. No other information was reported. If additional information is received, a supplemental report will be submitted. This report is for the first of two devices.